Event description:
It was reported that the patient¿s ilet pump was rendered inoperable after being damaged by flooding, and a replacement was issued with instructions for shutdown, data sync to the mobile app, and return of the original device using a provided shipping label. Symptoms included no adverse glucose effects, as the patient transitioned to multiple daily injections and continued cgm use. Outcomes included continued therapy without interruption and planned receipt of a replacement device, with the understanding that device data would not transfer, and the startup process would be required. Investigation included customer interviews and review of use conditions. Investigation of this device revealed damage due to exposure to water consistent with environmental liquid ingress affecting the pump assembly and rendering the device nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was environmental exposure outside labeled use conditions.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.